Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl, bupivacaine, and morphine (concentrations and doses unknown) via an implanted pump for failed back surgery syndrome and spinal pain. The patient's pump had shifted and the patient thought something may need to be done. The patient was having pain where the pump was located and the pump was loose and out of place since (B)(6) 2016 (about two weeks ago). The situation was being addressed by the healthcare provider (hcp). The patient was due for a refill by (B)(6) 2016 and the managing hcp in (B)(6) had to order the medication by (B)(6) 2016 if the patient was returning for their refill in (B)(6). The reporter wanted the patient to stay with them in (B)(6) so he was closer to everyone with his current health conditions. Physician listings were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.